Manufacturer narrative:
Unit passed displacement test; it failed self test returning a hardware low level failures. No software error detected was noted during testing; however, software error detected is found in the pump history file due to a software error. Hardware low level failures is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump audio was not working and upon doing a self-test insulin pump had software error detected alarm occurred during basal. The customer¿s blood glucose 19.1 mmol/l. Troubleshooting was performed. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.